Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a surgery it was noticed that two different instruments had the same item number. There was a surgical delay. This report involves one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part #: 03.010.063, lot #: 1207652, manufacturing site: (B)(4), release to warehouse date: december 9, 2003, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that the protect sleeve 12/8 l188 had no signs of issue or defect. The device is visually conforming to device design of the manufactured drawing revision. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the protect sleeve 12/8 l188. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.